Event description:
It was reported that an ilet pump¿s enclosure split in half, rendering the screen unusable and the device difficult to operate, with glucose reportedly stable and no alerts or alarms. Symptoms included no injury or clinical effects. Outcomes included interruption of normal device use and the need for replacement and return of the damaged unit. Investigation included remote troubleshooting and education, confirmation of return logistics, and plans for device evaluation upon receipt. Investigation of this case revealed a hardware enclosure and screen bezel separation that impaired display function and usability, consistent with a device mechanical integrity issue affecting the housing/display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a component failure related to mechanical enclosure separation.

Manufacturer narrative:
Initial.